Manufacturer narrative:
High bg - (B)(4). Touchscreen issue - (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose levels (276 mg/dl). Reportedly, elevated bg's are due to the customer eating and forgetting to bolus. Customer delivered a bolus to stabilize bg levels. In addition, it was reported that the pump was dropped and the touchscreen is now "chipped", and no longer responsive. Subsequently, the customer received repeated temperature alarms. Customer's bg level was 69 mg/dl. Customer ate dinner to stabilize bg levels. Contact indicated they have back up insulin pens for continued insulin therapy.